Event description:
It was reported that an asymptomatic patient presented in clinic to replace the atrial lead for noise. Isometrics prior to the procedure reproduced the atrial lead noise. The lead was capped and replaced successfully. There were no adverse consequences to the patient. The patient¿s condition post procedure was stable. The patient would continue to be followed normally.

Manufacturer narrative:
Correction: capped date and PMA number were not mentioned in the previous report.

Event description:
The atrial lead was capped on (B)(6) 2017.